Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient required external cardioversion which resulted in 4 to 6 seconds of temporary loss of ventricular capture on the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.